Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log identified 41786, 46011 error. The reported problem was confirmed visual tests identified a damaged downstream occlusion (dso) seal. Functional test wasn't performed. Occlusion test wasn't used. The root cause of the problem was a defective printed wiring assembly (pwa). The dso seal and pwa will be replaced to solve the problem.

Event description:
It was reported that the device exhibited an error code 44000. Per reporter the fault occurred after preventative maintenace (pm). There was unknown patient involvement.